Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D4: the product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the fx25 was performing well during the beginning of the case but upon rewarming began to lag. It failed to clear carbon dioxide (co2) (co2 50s despite high sweep), not transferring oxygen despite the fraction of inspired oxygen (fio2) at 100%, and patient's partial pressure of oxygen (pa02) was only 100. After coming off pump and required to come back on, a second oxygenator was cut into the recirc line to improve oxygenation using modified parallel oxygenator connection (pronto) technique. The gas obtained from anesthesia. Oxygenation and ventilation improved. There was a blood loss of ~260 ml. Procedure completed successfully.